Event description:
A report was received that stated that a pt received insufficient local anesthesia when the suspect medical device was used. It was necessary to place the pt under general anesthesia during the procedure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.